Manufacturer narrative:
A faulted generator diagnostics test changed the device settings rather than a faulted system diagnostics test. This information was inadvertently reported incorrectly on the initial MFR. Report.

Event description:
Review of programming history showed that there was an incomplete diagnostics that change the patient¿s settings. The setting change was no corrected prior to the patient leaving the office.

Event description:
A faulted generator diagnostics occurred that changed the device settings to unintended settings.

Manufacturer narrative:
Analysis of programming history.